Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the pacemaker reverted to backup operation. Also, a device status report was unable to be obtained. The patient is device dependent. The pacemaker was explanted and replaced on (B)(6) 2020. There were no consequences to the patient.